Manufacturer narrative:
The insulin pump had radio frequency pic failed self-test alarm during self-test due to faulty radio frequency. The pump passed idle current test, run current test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 94 mg/dl. The customer stated that the alarm did not occur during the rewind sequence. The customer stated that the temporary basal was not programmed before the alarm occurred. The insulin pump was returned for analysis.